Event description:
Stent dislodged during preparation of device. The instructions for use (IFU) were followed during prepping. The target vessel was the common iliac artery. This product was not use in-pt. The procedure was successfully completed with another stent without any pt injury reported. There are no additional pt, vessel, lesion, or procedural info available. This product will not be return for evaluation and testing. Additional info will be sent within 30 days upon receipt.